Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery was performed on (B)(6) 2014, the post of a lgn ps high flex xlpe sz 5-6 9mm broke off. A revision surgery was performed on (B)(6) 2024 to address this adverse event. During this procedure, the insert was exchanged to one of the same size. The surgeon indicated that the implant breakage was caused by the patient's movements while playing bowling. Patient's current health status is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that, based on the surgeon¿s statement, the implant breakage was caused by the patient's movements while playing bowling. The patient impact beyond the reported revision could not be determined since the health status of the patient is unknown. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.